Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find any other complaints for the same defect regarding lot number 10421530. We received one guidewire and two dilators ch06 for device analysis. After decontamination, we tried to pass the guidewire through the dilator ch06, the guide does not pass. It was blocked at the shaped end of dilator. According to the information known, the quality database was checked and revealed one non-conformity related to the described defect. This defect was due to a manufacturing issue and actions are implemented in our manufacturing plant. A risk management file evaluation was performed based on the hazardous situation: dilator cannot glide over the guidewire (or with difficulty). The evaluation concluded that the residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the guide could not be inserted into the dilator.